Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The high drain alarm was identified in an event history log review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Rite testing passed. No abnormalities were identified during internal/external inspections. A review of the service history revealed that the device had been serviced for a similar issue. However, the homechoice met all testing specifications upon release. The cause of the alarm was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain 1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 05:55:21. No additional information is available.